Event description:
Complainant alleged that the clinicians were attempting to pace a pt who was presenting a brady arrhythmia. The clinicians paced the pt at 80 ppm and 70 ma, but the device frequently lost capture of the pt's heart rhythm. The physician eventually installed a permanent pacemaker. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.